Event description:
It was reported that needle was not able to be primed and medication did not flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported needle clog during priming, consumer stated that the insulin does not come through the needle.

Manufacturer narrative:
H.6. Investigation summary: customer returned (38) sealed 32g x 4mm bd pen needles from lot 9025794. Consumer reported needle clog during priming, stated that the insulin does not come through the needle. Out of the 38 returned pen needles 30 were examined, then tested for flow using a test pen injector: all 30 pen needles were able to expel properly, and no issues were observed. Since no manufacturing defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was not able to be primed and medication did not flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported needle clog during priming, consumer stated that the insulin does not come through the needle.